Event description:
It was reported that patient presented for generator change procedure. During procedure, it was noted that right ventricular (rv) lead's outer insulation was abraded, and coils were exposed. Physician repaired the lead on (B)(6) 2024 successfully resolving the issue. Patient condition was stable.